Manufacturer narrative:
The insulin pump alarmed motor error alarm during the basic occlusion test due to faulty force sensor. The motor passed motor test. The insulin pump was received with cracked reservoir tube lip noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a motor error alarms during bolus. The customer's blood glucose was unknown at the time of incident. The customer stated that they were able to prime but motor error would occur during bolus. The insulin pump will be returned for analysis.